Event description:
It was reported that this pacemaker was depleting faster than expected. The device was explanted and replaced. Despite the patient undergoing surgical intervention, there were no patient complications reported during or following the procedure. The explanted device is expected to be returned for evaluation.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.